Manufacturer narrative:
Investigation revealed the primary root cause to be unintended patient compliance to operator instructions, attributed to the patient's dementia condition. The patient performed intended motion during an acquisition, in contrary to the clinical practice requiring patient to stay still during the acquisition, and in spite of the fact she was strapped to the table at the beginning of the acquisition. The dementia patient was possibly unaware of her own actions, thus causing herself the injury.

Event description:
The patient, who suffers from dementia, had freed herself from the straps during the hawkeye phase of a spect-hawkeye exam. The patient reached her hand behind the x-ray detector, which was rotating for the hawkeye acquisition. The operator stopped the system motion using the stop button on the acquisition console. The patient sustained a radius fracture of the right forearm (radius loco tipico) and received a plaster to immobilize her arm.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed